Event description:
A craniotomy was performed, on a 48-year-old male to resect the tumor which had invaded the pt's dura mater. The surgeon removed both the tumor and a part of the dura mater. The surgeon implanted preclude dura substitute (pdm) and also used a type of artificial bone in the site. Five months post operatively the surgeon reoperated because of cerebrospinal fluid (csf) leakage. During this reoperation he observed the csf leaking from the surface of our pdm. He applied fibrin glue on th pdm and closed. The pt is now in good health.